Event description:
The following was reported: subject admitted to the hospital for an infection and had an I&d and head and liner exchange. Rep informed that the explanted devices are no longer available.

Manufacturer narrative:
Reported event: an event regarding infection involving a trident liner was reported. The event was confirmed through clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: this patient sustained an acute postop periprosthetic fracture treated by wound debridement and acetabular liner and femoral head exchange. I can confirm that both the primary and the revision prosthesis occurred since I was able to review the operation reports and the x-rays of the implants. I cannot confirm the root cause with certainty. Causes of acute periprosthetic infection with purulent drainage and wound disruption are multifactorial including surgical technique factors with possible contamination and less than adequate wound closure, patient factors including compliance with postoperative instructions and wound hygiene. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusion: a review of the provided medical information by a clinical consultant indicated: this patient sustained an acute postop periprosthetic fracture treated by wound debridement and acetabular liner and femoral head exchange. I can confirm that both the primary and the revision prosthesis occurred since I was able to review the operation reports and the x-rays of the implants. I cannot confirm the root cause with certainty. Causes of acute periprosthetic infection with purulent drainage and wound disruption are multifactorial including surgical technique factors with possible contamination and less than adequate wound closure, patient factors including compliance with postoperative instructions and wound hygiene. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 36/0; cat# 6570-0-136 ; lot# 96420402. Cup acetabular trident ii sizez e 52mm cluster hole; cat# unknown; lot# unknown. Screw acetabular trident ii 6.5mm 30mm hex lo-pro; cat# unknown; lot# unknown. Screw acetabular trident ii 6.5mm 25mm hex lo-pro; cat# unknown; lot# unknown. Stem femoral insignia size 6 107mm high offset collar 38.5mm neck hip; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following was reported: subject admitted to the hospital for an infection and had an I&d and head and liner exchange. Rep informed that the explanted devices are no longer available.